Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they received a no delivery alarm. Customer's blood glucose level at the time of the incident was 6.5 mmol/l. Customer was able to troubleshoot. Customer reported that insulin did not exit when attempting to push it through with a plunger. Customer replaced the infusion set and observed insulin exit the tubing with the same reservoir. The product is expected to be returned.